Event description:
The distributor reported a complaint from the field. The luer lock connector was missing, and the cage had no bottom; therefore, the introducing rod could not be used. The device had not been in contact with the pt.

Manufacturer narrative:
The catheter was received with the stylet inserted, having pierced the catheter head around 3cm of the stylet going beyond the catheter head. The polypropylene insert was not present; however, the glue cord allowing to fix the insert in its lodging was present. The subdural catheter lot #135472 mfg history records were reviewed, and no anomalies were observed during the mfg process. The polypropylene insert is fixed in the catheter cage in a specific lodging and is glued. After 7 days, an elongation testing of the catheter with a stylet is performed, then inspection of the gluing and positioning of the insert is performed under magnification. The controls are performed on 100% of the subdural catheters. No process change occurred at the time of manufacture of the involved lot. Although the luer connector was missing as reported by the user, testing performed during manufacture and the presence of glue on the returned device confirms that the polypropylene inset was present when the device was released for sale. Quality assurance and production individuals will be informed of this incident. A contributing cause to this type of incident is that the stylet may have first been inserted, but not placed correctly in the insert, and then repositioned; such manipulation may dislodge the insert. Bending the catheter may have also caused the stylet to pierce the head of the catheter, because the insert was no longer in place. During catheter extension, the inlet has a function of a stopper. This reported case is the third complaint received involving the polypropylene insert. In the two previous cases, no device was returned, the exact cause of the reported problem could not be determined.